Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that reason for call was patient requesting information regarding mammogram and MRI. Pss reviewed. During call , programmer showed por. Patient states she has not charged her implant and needs to charge. Pss emailed MRI mode instructions. Patient states having some issues with the bladder and talked to the nurse practitioner and was told not to use the communicator when recharging. Pss reviewed how to use equipment. Agent asked when the issue started with the bladder and patient states they have always had uti's and that is one reason they got the implant. Patient uses a catheter in the evening and makes sure they were nice and clean but their system just keeps having them. Patient states the implant helps with the rate of stream and helping them get to the bathroom but they is still always getting utis. Patient states having a test about a year ago and it was testing something from the heart and they had to tell them when they felt pain or pressure and they got to one and it hit the stimulator and they had to pee so bad.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had a heart stimulator and merely forgot how to turn off their interstim and not knowing this would happen. The issue was not caused by normal battery depletion.they finally turned off the stimulator in 2024, and the issue was resolved. Patient also stated that they had urinary retention prior to having the device.